Event description:
Pt reported obtaining a fasting blood glucose result of 118 mg/dl (venous sample), during a routine lab test. Approximately 10 minutes later, pt reportedly tested blood glucose on the suspect device and obtained a result of 190 mg/dl. Additionally, pt reported that some of the info, printed on the strip vial, is started to rub off. No pt injury was reported. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.